Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the issue with the depleting fast had been going since they had the implant. The patient reported that the issue had not been resolved. The patient reported that they were instructed to take battery out and place it back and that helped for a while. The patient reported that they charge all the time. The stated that they were sent a new charger but it did not make a change. The patient reported that the hand held is unresponsive. The patient reported that they have had no problem and have been pain free. The patient stated that ¿love the device when it works¿.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a message appeared on their controller while charging their implant that said there was a problem and to stop using and to call medtronic. They believed the message said "system problem" but were unsure what the rest of the details on the message were. For the last few months they have noticed that their implant sessions have last longer than usual. Their implant charging sessions last anywhere from 1 hour 15 mins to 1 hour 30 mins. They charge their implant battery every day, since they were implanted, and they were told that they would only have to charge their implant every 3 days. They also reported that their implant battery, charged at 100% percent, only lasts about 12-15 hours. They mentioned being in group a program 1 when they said that the implant battery, at 100%, only lasts half a day. A couple of weeks ago they noticed that they are not feeling their stimulation like they used to. Pt said that they used to be able to switch from a to b and go up to 7 and would be fine. They saw no visible damage to the controller or battery pack contacts. There was no visible damage to the controller port and no visible damage to the recharger or connector. They started a charging session with their implant and was able to connect with "excellent" charge quality. The issue was not resolved. They mentioned having the same issue with charging their implant before and they were told to reset their controller. Additional information was received and it was reported that the patient received the recharger, but it made no difference. The recharger resolved the system problem message, but the ins battery depleted too fast. They got excellent recharge quality and could charge the ins in 1-1.5 hours. They would charge to 100% when they went to sleep, but in the morning the ins would be at 30%. They thought that they should get more than a day out of it. If they charged the day of the call they would need to charge again by 4 pm the next day. They were on group b 7 and now it showed b1. It was reviewed that charging frequency depended on usage and settings. The patient also reported that they were not able to increase intensity. The screen stayed on 1 and said stimulation was off. It was reviewed that if the charge went low it would turn stimulation off and need to manually be turned on. It was then reviewed that the "1" stood for program number and not the intensity. The patient was able to successfully increase stimulation and turn it on. They confirmed it felt great and they could feel it in their legs. They had a backache and now they did not have a backache. They stated the device had been wonderful and it was rare that the patient got any extra pain. The patient had been without stimulation for 2 weeks.